Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that initial pulse generator interrogation gave an estimated longevity of less than three months. The wrap-up overview gave a longevity of less than three years. The device was then programmed to a base rate of 100 pulses per minute and 7.5 v to receive a formal elective replace- ment indicator trip, after which communication was lost and telemetry could not be established. The pulse generator was explanted and replaced.